Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that a glaucoma filtration device could not be implanted since it did not come out of the delivery system during surgery. The surgery was completed using another technique. No consequences for the patient have been reported. Additional information has been requested but not received.